Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), abdominal pain ("severe abdominal pain") and haemorrhagic anaemia ("blood or heart disorder/condition: anemia") in a 26-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gerd. Concurrent conditions included obesity and perineal pain since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), migraine ("migraine headaches/migraines/headaches"), menorrhagia ("prolonged menses/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive condition:constipation"), headache ("migraines/headaches"), pelvic pain ("pain/pelvic pain"), weight increased ("weight gain/weight gain 40 lbs"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and uterine pain ("uterine pain"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), hydrocodone, paracetamol (acetaminophen), surgery (robotic-assisted laparoscopic total hysterectomy, bilateral salpingectomy removal of essure coils) and surgery (robotic-assisted laparoscopic total hysterectomy, bilateral salpingectomy removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, haemorrhagic anaemia, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, menorrhagia, vaginal haemorrhage, fatigue, constipation, headache, pelvic pain, weight increased, uterine pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, haemorrhagic anaemia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Underwent robotic assisted laparoscopic total hysterectomy, left salpingectomy (right fallopian tube was found to already be surgically absent). Uncomplicated surgery and uncomplicated postop course. Foreign body in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Spinal x-ray - on (B)(6) 2012: essure structures are present within the pelvis on (B)(6) 2017, surgical pathology report revealed uterus, cervix, bilateral fallopian tubes: uterine cervix: no diagnostic abnormality. Endometrium: secretory endometrium. Negative for endometrial hyperplasia an carcinoma. Myometrium: no diagnostic abnormality. Right fallopian tube: benign fallopian tube with an intraluminal essure coil. Left fallopian tube: benign fallopian tube with an intraluminal essure coil. Gross description: within the right fallopian tube lumen with extension into the right cornu is a 1.5 cm in length cylindrical segment of silver metallic coiled material, consistent with essure coil. The left fallopian tube, including fimbria, is 5.5 cm in length, 0.5 cm in diameter, demonstrating a similar segment of silver metallic coiled material, 1.5 cm in length. Perforation is not present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia,back pain, abdominal pain, migraine. Most recent follow-up information incorporated above includes: on 3-mar-2018: pfs received:abnormal vaginal bleeding, blood or heart disorder/condition: anemia , fatigue, gastrointestinal or digestive condition: constipation, migraines/headaches, pain/pelvic pain, perforation of fallopian tube, uterine pain, weight gain, uterine pain, bladder or urinary problems or changes and did not undergo essure confirmation test. Concomitant disease, treatment drugs and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), abdominal pain ("severe abdominal pain") and haemorrhagic anaemia ("blood or heart disorder/condition: anemia") in a 26-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gerd. Concurrent conditions included obesity and perineal pain since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), migraine ("migraine headaches/migraines/headaches"), menorrhagia ("prolonged menses/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive condition:constipation"), headache ("migraines/headaches"), pelvic pain ("pain/pelvic pain"), weight increased ("weight gain/weight gain 40 lbs"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and uterine pain ("uterine pain"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), hydrocodone, paracetamol (acetaminophen), surgery (robotic-assisted laparoscopic total hysterectomy, bilateral salpingectomy removal of essure coils) and surgery (robotic-assisted laparoscopic total hysterectomy, bilateral salpingectomy removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, haemorrhagic anaemia, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, menorrhagia, vaginal haemorrhage, fatigue, constipation, headache, pelvic pain, weight increased, uterine pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, haemorrhagic anaemia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Underwent robotic assisted laparoscopic total hysterectomy, left salpingectomy (right fallopian tube was found to already be surgically absent). Uncomplicated surgery and uncomplicated postop course. Foreign body in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Spinal x-ray - on (B)(6) 2012: essure structures are present within the pelvis on (B)(6) 2017, surgical pathology report revealed uterus, cervix, bilateral fallopian tubes: uuterine cervix: no diagnostic abnormality.endometrium: secretory endometrium. Negative for endometrial hyperplasia an carcinoma.myometrium: no diagnostic abnormality. Right fallopian tube: benign fallopian tube with an intraluminal essure coil.left fallopian tube: benign fallopian tube with an intraluminal essure coil.gross description: within the right fallopian tube lumen with extension into the right cornu is a 1.5 cm in length cylindrical segment of silver metallic coiled material, consistent with essure coil. The left fallopian tube, including fimbria, is 5.5 cm in length, 0.5 cm in diameter, demonstrating a similar segment of silver metallic coiled material, 1.5 cm in length. Perforation is not present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia,back pain, abdominal pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint updated incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), abdominal pain ('severe abdominal pain'), genital haemorrhage ('excessive bleeding') and blood loss anaemia ('blood or heart disorder/condition: anemia') in a 26-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included gerd. Previously administered products included for an unreported indication: depo provera from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included perineal pain since (B)(6) 2017 and obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), migraine ("migraine headaches/migraines/headaches"), menorrhagia ("prolonged menses/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive condition:constipation"), headache ("migraines/headaches"), pelvic pain ("pain/pelvic pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain/weight gain 40 lbs"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and uterine pain ("uterine pain"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), hydrocodone, paracetamol (acetaminophen) and surgery (robotic-assisted laparoscopic total hysterectomy, bilateral salpingectomy removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, blood loss anaemia, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, menorrhagia, vaginal haemorrhage, fatigue, constipation, headache, pelvic pain, weight increased, uterine pain, bladder disorder and urinary tract disorder had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, blood loss anemia, constipation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Underwent robotic assisted laparoscopic total hysterectomy, left salpingectomy (right fallopian tube was found to already be surgically absent). Uncomplicated surgery and uncomplicated postop course. Foreign body in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Spinal x-ray - on (B)(6) 2012: results: essure structures are present within the pelvis. On (B)(6) 2017, surgical pathology report revealed uterus, cervix, bilateral fallopian tubes: uuterine cervix: no diagnostic abnormality.endometrium: secretory endometrium. Negative for endometrial hyperplasia an carcinoma.myometrium: no diagnostic abnormality.right fallopian tube: benign fallopian tube with an intraluminal essure coil.left fallopian tube: benign fallopian tube with an intraluminal essure coil.gross description: within the right fallopian tube lumen with extension into the right cornu is a 1.5 cm in length cylindrical segment of silver metallic coiled material, consistent with essure coil. The left fallopian tube, including fimbria, is 5.5 cm in length, 0.5 cm in diameter, demonstrating a similar segment of silver metallic coiled material, 1.5 cm in length. Perforation is not present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia,back pain, abdominal pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received. Reporter's information was added. Added event excessive bleeding. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report."

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding "), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and menorrhagia ("prolonged menses"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.